Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise on the ra lead that was causing inappropriate ams detection was observed. Bringing the patient into clinic to test the ra lead was discussed. Chest x-ray to review the rib clavicle area for possible lead fracture was also discussed. No patient symptoms were reported. It was later noted that noise was also noticed on the rv lead. No x-rays have been performed to confirm any lead fracture. No changes were made, and the decision was made to monitor the patient. The patient condition is fine. Related manufacturer reference number: 2938836-2019-17759.